Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not power on. Upon evaluation, the l602 inductor was damaged. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.